Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor system. The customer's blood glucose at the time of incident was 382 mg/dl. Customer stated, was in the process of changing infusion set when an error alarm was received which occurred during priming. Customer states the drive support cap is sticking out. Advised customer to disconnect from use of the pump. Advised customer to revert to back up plan per hcp instructions. The pump will not be returning for analysis.